Manufacturer narrative:
(B)(4). Reported event of fiber broke. Reported event of fiber misfired. One flexiva 365 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Additional examination revealed that the fiber was broken underneath the black strain relief at the base of the black strain relief boot. The black strain relief boot was removed and a small hole in the black strain relief was noted at the area where the fiber broke. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face which was caused by the broken fiber underneath the black strain relief. As a result, aiming beam was not visible and effective laser transmission was not measured. Functional analysis revealed that he "attach laser fiber" message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. According to the complainant, during the procedure, a hole was noted on the laser fiber adapter after it made a clicking noise. Reportedly, a burning smell was also noted. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: based on preliminary inspection of the returned laser fiber. The fiber body was bent at the base of the black strain relief boot.